Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6), weight not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: DHR review for part # 04.038.310s lot # h209616, release to warehouse date: 07 november 2016, expiration date: 30 september 2026, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 110 mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a short tfna nail and tfna helical blade on (B)(6) 2017 due to helical blade migration completely out of the tfna nail towards the pelvic region and migration of the nail superiorly. The patient was previously implanted with a short tfna, helical blade and distal locking screw for treatment of a pertrochanteric hip fracture non union on an unknown date. The short nail was used because the patient has a long stem total knee on that side. On (B)(6) 2017, the surgeon removed the distal locking screw intact from the tfna and implanted a curved broad plate with screws and cables to treat a periprosthetic proximal femur fracture that occurred in the area between the knee implant and tfna. In mid to late june, patient follow-up revealed the helical blade in the nail was beginning to penetrate the femoral head. Patient follow-up on (B)(6) 2017 revealed the helical blade had completely migrated out of the nail into the pelvic region. CT noted the helical blade was pushing onto the bladder. Cystoscopy on (B)(6) 2017 revealed the bladder was not penetrated by the helical blade. After the nail and helical blade were removed, a girdlestone procedure was performed, removing the femoral head, neck and proximal part of trochanter. The procedure was completed successfully and patient outcome reported as fine. This complaint involves two devices. See linked complaint for (B)(6) 2017 revision. Concomitant devices reported: locking screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Remove current event date from initial mw, actual event date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.